Manufacturer narrative:
(B)(4). MDR 9610877-2017-00403 is being submitted for the first patient involved in the event. MDR 9610877-2017-00404 is being submitted for the second patient involved in the event. (Exemption number e2015036).

Event description:
On (B)(4)2017, pentax medical became aware of a report for an event which occurred in (B)(6) stating pentax model ed-3490tk/serial (B)(4) was found to be contaminated during a periodic sampling performed by the facility. Sampling performed on (B)(6)2017 detected 8 cfu of pseudomonas aeruginosa. Sampling performed on (B)(6)2017 detected 999 cfu of pseudomonas aeruginosa. The device was returned to pentax france on 06/08/2017. On 06/30/2017, pentax (B)(4) became aware of additional information, regarding 2 patients that had developed pyocyanic septicemia after procedures performed with pentax model ed-3490tk/serial (B)(4). One of the 2 patients showed positive biliary fluid. The date of occurrence for the patients was listed as (B)(6)2017. Additional information received from the facility stated the strains detected on the patients and on the device were found to be identical. In addition, the facility stated the patients have healed. On 07/13/2017, the device was forwarded by pentax (B)(4) to pentax (B)(4) for evaluation. Pentax (B)(4) performed only a leakage test on the device and did not perform reprocessing of the duodenoscope before sending to the outside laboratory for microbiological testing. On 07/26/2017, pentax (B)(4) received the results from the outside laboratory (B)(4) which indicated stenotrophomonas maltophilia contamination in the suction/instrument channel (<1cfu). Test results for pseudomonas aeruginosa were negative. A device history review for the device was performed by the manufacturer which showed no discrepancies. Pentax france along with pentax (B)(4) are currently investigating the events.